Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that the insulin pump had failed battery test alarm. Customer¿s blood glucose was 6.2 mmol/l at the time of incident. The insulin pump will not be returned for analysis.